Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface and system controller pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to the left side of the on/off button being worn. This resulted in the button requiring additional pressure in order to activate it. The system controller pcb assembly was an ancillary replaced part and no issue was found with it.

Event description:
The customer contacted physio-control to report that the on/off button on their device intermittently does not work. As a result, defibrillation therapy may be delayed or unavailable, if it was necessary. There was no report of patient use associated with the reported event.